Event description:
It was reported the lead had high impedances greater than 10,000 ohms at implant. It was also noted the patient could not feel stimulation or parasthesia. The lead was replaced and they received good impedance values with the external stimulator. The patient's status was noted as no injury or adverse event. There were no patient symptoms or injuries related to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead found no anomaly.